Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge, even though cartridge contained sufficient usable insulin. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth as instructed, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin, with no further issues reported.